Event description:
It was reported the pt turned the device off during intercourse. The pt turned the device back on and within 10 minutes experienced a shocking sensation all over his body. The pt turned off the device, because he didn't want to "get shocked again". The ins had been discharged since the shocking incident. The pt recharged the device for 5 hours and the device was 1/3 full. When the manufacturer's rep met with the pt following the recharge, the battery was then depleted and the rep was unable to program the device. The pt reported he had been able to charge and turn on the device with normal stimulation earlier in the week. Impedances were checked and all found to be within normal ranges. The device remains implanted and the pt will continue to use the device as normal. Upon follow up, the hcp stated, "he [the pt] was fine". Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.